Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed candy to address bg. Customer updated their pump settings to address the event.